Event description:
This device was returned with oos documentation from biotronik representative (B)(4). Per oos, the physician decided to remove this lead because the pt was having vt. On (B)(6)2010 - per biotronik representative, "the lv lead was causing vt secondary to pt cardiovascular status. Pt had or was having mi and the lead was located in the affective area of the heart to cause vt."